Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a single essure coil found embedded in omentum') in an adult female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure was difficult to place". The patient's medical history included genitourinary chlamydia infection. Concurrent conditions included bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube spasm ("right essure was difficult to place due to spasm"). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and fallopian tube spasm outcome was unknown. The reporter considered device dislocation and fallopian tube spasm to be related to essure. The reporter commented: 3 trailing coils left ostium. As per mr,essure microinsert was able to be placed on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: cervix: normal uterus: normal right tube: no fill spill left tube: no fill spill microinsert noted on left side (unclear if in tube or cul de sac). Lot number: 627454, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a single essure coil found embedded in omentum') in an adult female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure was difficult to place". The patient's medical history included genitourinary chlamydia infection. Concurrent conditions included bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and fallopian tube spasm ("right essure was difficult to place due to spasm"). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and fallopian tube spasm outcome was unknown. The reporter considered embedded device and fallopian tube spasm to be related to essure. The reporter commented: 3 trailing coils left ostium. As per mr,essure microinsert was able to be placed on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: cervix: normal. Uterus: normal. Right tube: no fill spill. Left tube: no fill spill. Microinsert noted on left side (unclear if in tube or cul de sac). Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.